Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the patient felt pain when needle inserted, customer found the needle is skewed and the color is suspected to be rusted after pulled out the needle.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the patient felt pain when needle inserted, customer found the needle is skewed and the color is suspected to be rusted after pulled out the needle.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: (B)(6) 2022. H.6. Investigation summary: bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for discolored cannula were observed. The customer sample was evaluated by visual examination and the indicated failure modes for discolored cannula was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and testing for sufficient lube coverage and the issues of discolored cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes discolored cannula. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.